Manufacturer narrative:
There was no dt-6-5f device of lot c857146 in stock at the time of the investigation. The complaint information stated that user of the device had the following issue: "the clear cap "fell off" during the procedure, and it had to be retrieved by using a spidernet. Update of information the nurses advised they fire off 4 bands, which left 2 band remaining. When they removed the scope the cap was no longer attached to the end of the scope. The bands however were still on which meant the trigger cables may have detached. "It is unknown how the bands could still be attached if the trigger cable had detached from the cap and the cap had detached from the device. It is not possible for the trigger cable to have detached in the patient as the trigger cable is controlled at the top of the endoscope and therefore could not have detached. However clarification is pending from the complainant to verify this. The complete device was not available to be returned. A 1 x barrel ((b)(64) component of subassembly (B)(4) of subassembly (B)(4) marked with lot c849440 was returned for evaluation. It was returned in dt-mbl-6 packaging and was open on receipt. The barrel component of the duette device was only returned for evaluation. There was no evidence of damage noted to the returned component that could have contributed to the issue the user had when using the device. The customer complaint could not be confirmed as there was no damage noted to the returned barrel that could have contributed to the issue and the complete device was not available to be returned. A possible cause of this complaint may be if the barrel was not advanced as far as possible to the tip of the endoscope. However, from the information provided the ligator barrel was advanced as ar as it would go onto the endoscope. As actual use conditions cannot be replicated in the laboratory we are unable to conclusively determine the cause of this complaint. Dt-6-sf of lot c857146 consists of a duette snare ((B)(4)) and a duette multi-band ligator ((B)(4)) of lot c849440. (B)(4) is composed of (B)(4) (6 shot band assembly), (B)(4) (loading catheter) and (B)(4) (handle). (B)(4) (6 shot band assembly) is composed of (B)(4) band. (Black natural rubber) (B)(4), (B)(4)/6-shot string bead 48in ((B)(4)), (B)(4) and 6shot barrel friction adapter ((B)(4)) and (B)(4) band: amber natural rubber ((B)(4)). The component involved in the complaint for lot c857146 is the component (B)(4) from the subassembly of (B)(4). A review of the qc records for (B)(4) did not reveal any discrepancies that could have contributed to this issue. (B)(4) and 6shot barrel friction adapter ((B)(4)) undergoes incoming inspection. A review of the qc records for component lot c849440 did not reveal any discrepancies which could have contributed to this complaint issue. Prior to distribution all dt-6-5f devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for dt-6-5f or lot c857146 devices did not reveal any discrepancies that could have contributed to this issue. Duette multi-band mucosectomy devices are used for endoscopic mucosal resection in the upper gi tract. This device is intended for single use only. The instruction for use that accompanies this device, IFU, system preparation multi band ligator section step 2, advises user to "insert the multi band ligator handles to the endoscope accessory channel following the instructions for the appropriate endoscope. Step 5 "attach the barrel to the tip of the endoscope, ensuring the barrel is advanced onto the tip as far as possible." From the information provided the ligator barrel was advanced as far as it would go onto the endoscope. A review of the 2 years complaints history for dt-6-5f devices revealed no other complaints for this rpn in relation to "cap off the mbl falling off and being retrieved." This therefore represents an isolated occurrence for this rpn over this timeframe. There have been no adverse effects to the patient as a result of this occurrence. The cap was successfully retrieved from the patient and the patient did not experience any adverse effects due to this occurrence.

Event description:
The clear cap "fell off" during the procedure, and it had to be retrieved by using a spidernet. Update on information: the nurses advised they fired off 4 bands, which left 2 bands remaining, when they removed the scope the cap was no longer attached to the end of the scope. The bands however were still on which meant the trigger cables may have detached. Yes, a section of the device did remain inside the patient's body - "the cap of the mbl section retrieved by using spidernet." According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.